Event description:
Same case as MDR 34265-2012-08108. It was reported that during an angioplasty procedure, a balloon rupture occurred. The physician inflated a gladiator balloon catheter in the target lesion and it ruptured. The physician inflated a second gladiator balloon catheter in the target lesion and it also ruptured. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).